Event description:
A peritoneal dialysis (pd) patient contact reported to fresenius technical support that the patients cycler experienced an unknown alarm during an unknown phase of treatment. Additionally, a fluid leak was discovered from the supply bag connection during an unknown phase of treatment. The patient was unable to complete their pd treatment on the day of the reported event. The cycler set used during the reported event is not available for return to the manufacturer for physical evaluation. Additional information was requested, however to date has not been provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contact reported to fresenius technical support that the patients cycler experienced an unknown alarm during an unknown phase of treatment. Additionally, a fluid leak was discovered from the supply bag connection during an unknown phase of treatment. The patient was unable to complete their pd treatment on the day of the reported event. The cycler set used during the reported event is not available for return to the manufacturer for physical evaluation. Additional information was requested, however to date has not been provided.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.